Event description:
Received a report on the surgical database of a broken sign I. M. Nail. The surgeon reported that the pt was involved in a vehicle accident three months post surgery which caused a new fracture and broke the implanted nail. Surgery was required to repair the new fracture and replace the I. M. Nail. Cause of the broken nail was a new traffic accident. No indication of I. M. Nail defect.